Event description:
It was reported that the ventilator alarmed for low o2 concentration during patient treatment. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site but could not be reproduced. The o2 gas module was replaced preventively. No goods or log files have been received for evaluation. If the reported fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. No goods or log files have been received, therefore the cause has not been established in this investigation.

Event description:
Manufacturer ref.#: (B)(4).